Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused precedex during patient therapy. The pump indicated that the infusion was complete; however, the medication bag, which was hung around noon during the day shift, still contained medication, suggesting the infusion may not have been running as intended. There were no reports of patient injury or medical intervention associated with this event. No additional information is available.